Event description:
The patient stated that he was hospitalized in 2007 with elevated blood glucose of 600 mg/dl. His normal blood glucose values are around 140 mg/dl. His blood glucose has been elevated since five days earlier. He stated that he was vomiting, aching, and having difficulty breathing. The pt stated that he was admitted to the hosp at 9am and he was given fluids to rehydrate him and he was given 14 units of "regular" insulin. He stated that 7 hours later, he was given another 10 units of insulin and another 10 units "a bit" later. He was released from the hosp at 3:45 the following day. The pt was advised at the hospital to discontinue use of his infusion device until he spoke with his physician. He was given lantus injections to use. He stated that same day, his blood glucose has been 18-142 mg/dl using insulin injections. The patient stated that he normally changes his infusion site every 2 days, but he has been changing the site "a few times a day" recently to try to lower his blood glucose. He stated he does have scar tissue. Product was replaced and requested to be returned for eval.